Manufacturer narrative:
B3: april is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was downstream occlusion (dso) delamination. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of downstream occlusion (dso) seal delamination. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was not confirmed during the event log review. Complaint of dso seal delamination was not confirmed through visual inspection. The dso seal was replaced as a preventative measure. Device passed verification testing post repair.